Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. ¿ careful surgical planning and technique can minimize, but not preclude, the risk of such results. ¿ pre-existing asymmetry may not be entirely correctable. ¿ revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Health professional reported the right side "implant is bottoming out", which they defined as "implant falling out of the pocket.", and patient was under 22 years of age when device was implanted. Device remains implanted.